Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-05150. The patient had two leads (from the same lot). It was reported stimulation caused back and abdominal pain. The patient also experienced numbness in his right leg. It was also reported, the patient has not maintained the ipg as recommended. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.